Manufacturer narrative:
Technician replaced the left ucm and label to correct problem.

Event description:
The account stated that service required light was flashing on the bed. No injuries. The technician found the service code was 30-65 and left siderail ucm was not working due to a torn caregiver label allowing fluid ingress into the ucm.